Event description:
Reporter alleged the lancet needle from the customer's softclix plus lancet device used in finger-stick blood glucose testing would not retract after it was fired. Reporter stated the lancet protruded out the end of the dial cap while remaining in the customer's finger upon testing and had to be manually removed from the testing site. No other actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.